Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device was oversensing far field r waves (ffrw) on the atrial lead. It was also reported that there might not be right ventricular (rv) capture. The device is still in use. There were no patient complications reported as a result of this event.